Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed: 3x unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 61. By product family: 192 (66x smartset ghv, 126x smartset gmv).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a bi-lateral knee replacement due to osteoarthritis. Attune was placed in both knees with depuy cement. Patellas were both resurfaced. No complications were noted. On (B)(6) 2021: patient experienced pain and underwent a right knee replacement. The tibial baseplate was found to be loose - cement to implant interface. There was significant amount of bone loss on the medial aspect of the proximal tibia. All implants revised, except the patella. No reported deficiencies with the tibial insert or femoral component. Competitor implants placed. Doi: (B)(6) 2016. Dor: (B)(6) 2021. Right knee.